Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. A reservoir was connected to a drain and it functioned properly upon first activation. After the pt¿s fluid was disposed, the locking plate of the reservoir could not be locked again. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.